Manufacturer narrative:
The device is not under a dräger service contract - the hospital performs maintenance and repairs on own behalf and responsibility. Beyond the written description taken from the ufr, no further information such as log file or results of diagnosis were available. Based on the description of event, dräger reconstructs the course of event as follows: the savina 300 is equipped with an internal battery that is intended to cover mains power losses or ensure ongoing ventilation during a patient transport. The device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. In particular, the device software switches off the mains supply for 500ms to measure the trends for voltage and current in battery operation. With an outdated or depleted battery the voltage drop may that significant within this short period that running sw processes become interrupted. This will then trigger a reboot of the entire device to set all sw processes back to a controlled state. During a reboot sequence the airway pressure will be released to ambient and the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings. If the condition that triggered the reboot is rather related to the hardware, it is likely that the error condition cannot be removed by rebooting. This was obviously the case during this particular event - the users reported continuous rebooting and, the most likely explanation is that the battery voltage was that low that the start-up procedure of the power supply unit could not be completed and the reboots remained thus unsuccessful. Appropriate measures to prevent from events like that are in place: dräger recommends regular battery checks and an exchange interval of two years at average use conditions. The particular device was manufactured in 05/2014; it is not known when the last battery replacement was performed if ever. The battery serves as an important feature to compensate mains power losses and thus, the user is advised to check battery availability during each instance of the pre-use test - the power plug shall be removed and, the user has to check if the device continues operation on battery. This test is able to identify an outdated or depleted battery. Obviously the user omitted this step. Finally, the case must be attributed to lack of maintenance and to failure to follow instructions. H3: device not available for evaluation.

Event description:
It was reported that the device performed a reboot during use due to battery failure. As per report, the reboot remained unsuccessful whereupon the users replaced the device in a controlled maneuver; no patient consequences have occurred.